Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
As per reported by clinician, the recipient was doing well post-surgery. As reported by the parents, the child had experienced a left leg fracture during playing on (B)(6) 2024. Immediately after the fall, the hearing performance was not affected. However, later the child started attending school where his teacher noticed and reported to parents about his affected hearing performance with the device. Further technical checks are considered.

Manufacturer narrative:
Additional information: according to the information received from the field damage to the reference electrode caused by a mechanical impact seems likely. However, to determine an exact root cause device investigation of the explanted device would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
As per reported by clinician, the recipient was doing well post-surgery. As reported by the parents, the child had experienced a left leg fracture during playing on (B)(6) 2024. Immediately after the fall, the hearing performance was not affected. However, later the child started attending school where his teacher noticed and reported to parents about his affected hearing performance with the device. Re-implantation is considered.